Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated; no image was shown. The fault was determined to be a battery failure; the monitor didn't power up at all. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen was on but there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.